Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 424 mg/dl. The customer attempted to treat her blood glucose level with the insulin pump but it only delivered 0.7 units due to no delivery alarm. The customer received repeated no delivery alarms. The alarm was probably due to a site related issue or site/set occlusion. The device was not returned.